Event description:
It was reported that the customer alleged the pump delivered too much insulin through a bolus, resulting in a low blood glucose level of 52.25 mg/dl. The customer consumed sugar to address the low glucose level, and there was no adverse impact on their consciousness or injuries sustained. Technical support instructed the customer to send a photo of the pump's bolus history screen or upload the pump data to their source account for further assistance. The customer planned to call back after completing the upload.